Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator had a broken connector and display, the output connector and the display lens were broken. It was further noted that the upper case was dented, the lower case was broken, the battery contacts were compressed and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a broken ventricular connector and a cracked display. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.